Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 382533, batch no.: 8353980. Verbatim: an IV we had today had a large fiber on it. 20g lot #8353980.

Manufacturer narrative:
Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8353980 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of clear plastic on the catheter tip. Based off the visual inspection the engineer was able to verify the reported defect. The piece of plastic appeared to be a fragment of an incomplete catheter. A definite origin for the piece of plastic observed on the catheter its unknown, the material appears to be a fragment of an incomplete catheter leftover in the machine.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 382533, batch no.: 8353980. Verbatim: an IV we had today had a large fiber on it. 20g lot #8353980.